Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call indicating that the insulin pump alarm power error (130) during basal. Customer's blood glucose was 179 mg/dl. The customer was advised that the alarm was caused by high magnetic field. The customer stated that the alarm repeat every 30 minutes. The customer was advised that the device would be replaced. The customer was asked verbally and in written form to return broken pump for analysis.

Manufacturer narrative:
The insulin pump passed functional testing, including the self-test, sleep current measurement test, rewind test, seating test, basic occlusion test, occlusion test, force sensor test and displacement test. Hall sensor error was confirmed on the download trace file. The motor was visually inspected, no moisture damage or contamination noted. No loose or disconnected motor flex connector noted on the printed circuit board. The motor may have an intermittent failure that was not detected during testing. The insulin pump was received with a scratched case and a pillowing keypad overlay.